Event description:
A male with a previous history of liver cancer, stomach cancer, cholecystitis, and postoperative infection, underwent aaa repair in 2009. The patient's anatomical form was considered suitable for endovascular repair, although it was recognized there was occlusion of the internal iliac artery, occlusion of inferior mesenteric artery, and a lot of stenosis due to thrombus in both external iliac arteries. Pta was performed and secured the access vessel. The suprarenal stent was deployed before the device cannulation from the contralateral limb. The next day, it was found that an interruption of blood flow to both lower extremities occurred. An axillary-femoral bypass surgery was performed on the left side and, femoral-popliteal artery bypass surgery was performed on the right side to reconstruct the blood flow to lower extremities. Patient expired the following month, due to cardiovascular failure - per physician.

Manufacturer narrative:
Event evaluation: still under investigation.